Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a power loss alarm. The customer reported no adverse event. The event involved product(s) mmt-7040a and mmt-1884. The current battery has been in the pump for at least 1 hour. The customer received another alarm after replacing the battery. The customer received a change sensor alert. The sensor was not securely taped to the skin and is still in place. Explained possible causes. The customer was unable to run a transmitter test and/or test passed. The customer was advised to try another sensor. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test and active current test. Pump did not pass the sleep current measurement test due to high currents. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, power loss alarm on (B)(6) 2024 04:58:18.000, replace battery alert on (B)(6) 2024 03:00:00.000 and replace battery now alarm on (B)(6) 2024 03:31:00.000 were found in the history files. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, force sensor and motor home switch. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and serial number label missing. Unexpected battery power loss was confirmed, problem isolated to pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.